Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a cassette error. There was no patient involvement.

Manufacturer narrative:
Received one device, the customer's reported problem " cassette error " was not duplicated. During functional test, the device was working properly as intended. Found evidence in event history log multiple high alarms displayed: cassette not attached properly. The cause of the reported issue was from intermittent downstream occlusion sensor. Replaced the downstream occlusion sensor to fix customer's reported problem and bring pump into full functionality. Device passed all functional & accuracy testing after repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.